Event description:
It was reported that an inappropriate shock was reported in the secondary and primary sensing vectors due to noise/oversensing involving this device. The patient had suffered anxiety as a result, and at the moment therapy of this device was turned off, and a patient follow up was scheduled to determine the best sensing vector for this patient. Additional information provided noted that the secondary sensing vector showed artifacts and two additional inappropriate shocks were seen in the primary sensing vector. It was noted that artifacts were reproduced when the patient was standing and an electrode fracture was suspected, although x-ray images only revealed a bending of the electrode in the pocket area. Technical services (ts) review of the device data noted that the artifacts seen are likely related to myopotentials. The system will be explanted and replaced with a transvenous system. No additional adverse patient effects were reported.